Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd microtainer® sst¿ tubes, leaked upon centrifugation. No adverse impact was reported regarding the patient or user.